Event description:
Customer reported that during use on a patient, after intubation performed by a doctor, he confirmed the cuff air leakage. Customer confirmed that the tube was removed and replaced. Caller confirmed no harm to patient and confirmed pretesting of the device was performed.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.